Manufacturer narrative:
The device was returned for evaluation. During investigation, the balloon was inflated with saline. Upon inflation, a pinhole was found in the balloon material 5mm distal to the proximal balloon marker band. The de-airing channel used to purge the hole transition occurred distal to the distal balloon marker band. The tight pitch coils and inflation plug remained under the polyimide ring. Based on the investigation and provided information, the reported complaint of a ruptured balloon was confirmed; however, the device did not show evidence of overinflation. The root cause cannot be determined.

Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned for evaluation.

Event description:
It was reported that during inflation at the intended treatment asite, the balloon ruptured. The balloon was removed in its entirety from the patient without incident. There was no reported patient injury, intervention, or health damage.